Event description:
As reported by the qual rep, twenty hours post implantation of an optease filter to the inferior vena cava, the patient complained of stomach pain. A CT examination was conducted and it revealed the patient developed retroperitoneal bleeding. Therefore, anticoagulant therapy was stopped. The patient became hypotensive due to the hemorrhage shock, but is now stable. The CT showed that there were hepatic cysts over the ivc and it might have pushed ivc, which was likely to induce stress to the filter. The rate of stenosis was unknown. The optease filter had been placed with no issues. The product will not be returned for analysis.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported by the qual rep, twenty hours post implantation of an optease filter to the inferior vena cava, the patient complained of stomach pain. A CT examination was conducted and it revealed the patient developed retroperitoneal bleeding. Therefore, anticoagulant therapy was stopped. The patient became hypotensive due to the hemorrhage shock, but is now stable. The CT showed that there were hepatic cysts over the ivc and it might have pushed ivc, which was likely to induce stress to the filter. The rate of stenosis was unknown. The optease filter had been placed with no issues. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Retroperitoneal bleed is a well documented, but infrequent, potential complication of ivc filter placement. Caval perforation leading to retroperitoneal hemorrhage occurs most commonly during the implantation rather than afterward (secondary to barb perforation etc...). Stiff guidewires, aggressive guidewire advancement, advancement of dilator and sheath without wire, movement of partially apposed filter are all potential causes of caval perforation/rupture. Shock is a critical condition that is brought on by a sudden drop in blood flow through the body. The circulatory system fails to maintain adequate blood flow, sharply curtailing the delivery of oxygen and nutrients to vital organs. It also compromises the kidneys and so restricts the removal of wastes from the body. Shock can be due to a number of different mechanisms, including not enough blood volume and not enough output of blood by the heart. The signs and symptoms of shock include low blood pressure (hypotension). It is unknown if the patient was medically treated for the hypotension. Based on the information provided and without the products available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the events being reported. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.